Event description:
It was reported that the health care professional (hcp) requested a review of the recorded episodes on this implantable cardioverter defibrillator (ICD) due to a low amplitude signal observed on the right ventricular (rv) lead channel. Technical services (ts) reviewed the episode and noted t wave oversensing as well. Further in clinic review was recommended to adjust the sensitivity. No adverse patient effects were reported. This device remains in service.